Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the surgeon was performing a lysis of adhesions when it was noticed that the plastic jaw of the device was hanging loose. It was confirmed that the piece did not fragment inside the patient. The surgeon replaced the device with another similar device and the intended procedure was successfully completed. There was no patient injury reported. No additional information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, and was informed that the device was checked prior to the start of the procedure. No anomalies were found.